Event description:
Information received by medtronic indicated that the insulin pump had replace battery alarm. Customer stated they did received low battery alert prior to replace battery alarm. Customer stated timing was less than 8 hours from the low battery alert to the replace battery alert. Customer stated it was second occurrence of replaced battery alarm in less than 8 hours after a low battery warning. No harm requiring medical intervention was reported. Troubleshooting was performed; however, the customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). Customer returned pump for an alleged short battery life found on (B)(6) 2021. The pump passed the displacement test, active current test and self test. No unexpected low battery alert or battery power loss alarm noted during testing. However, pump was received with high sleep current during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. The power management graph also showed the voltage dropped multiple times and then recovered. This behavior indicated that the esd latch-up on an ic. No alarms were found in the history files or traces for the event date on (B)(6) 2021. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. Unable to determine which ic that latching up or causing the high sleep current, problem isolated to electronic assembly. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: minor scratched lcd window. Short battery life was confirmed due to high sleep current. High sleep current isolated to electronic assembly.